Event description:
It was reported that the patient's ipg had reached end of life. The patient reportedly used high tonic and burst stimulation. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.